Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicated no applicable history. A performance verification test (pvt) was performed; however, the initial customer issue of downstream occlusion" was not confirmed. The customer issue of ¿cover torn¿ was confirmed through visual inspection as the downstream occlusion (dso) seal was found to be cracked. The seal was replaced. Dso seal was calibrated and occluded at 23.3 psi. The upstream occlusion (uso) seal was replaced as a preventative measure. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the pump had a downstream occlusion and cover was torn. There was no patient involvement.